Manufacturer narrative:
D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a patient death occurred. On (B)(6) 2025, the patient underwent a combined cardiac ablation procedure that included left atrial appendage closure (laac). A watchman flx pro left atrial appendage closure device was successfully implanted. The patient was discharged the same day on dual antiplatelet therapy consisting of aspirin (asa) and plavix. Three days later, the patient presented to the emergency department of another hospital with acute acalculous cholecystitis. The consulting general surgeon was reluctant to proceed with cholecystectomy due to the recently implanted watchman device and the patients ongoing plavix therapy. Although intravenous platelet transfusion was considered to reverse the antiplatelet effects, there was significant concern for thrombosis of the newly implanted watchman device. An open cholecystectomy was planned with involvement from interventional radiology; however, the patient experienced cardiac arrest on the way. The patient subsequently died in 2026 from sepsis. In this situation the pulmonary vein isolation (pvi) ablation was suspected to have vagal nerve damage leading to atonic gallbladder and subsequent acute acalculous cholecystitis. Because the watchman device had been implanted only three days earlier and the patient was on plavix, the surgeon was hesitant to operate. There was concern that reversing antiplatelet therapy to allow surgery could precipitate thrombus formation on the newly implanted watchman device.

Manufacturer narrative:
D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx pro laa closure device with delivery system was not returned; therefore, device analysis could not be completed. Device history record review: the batch number of the watchman flx pro laa closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro laa closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmias (cardiac arrest), infection (sepsis, nerve damage, inflammation), and death (hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the events of arrhythmias (cardiac arrest), infection (sepsis, nerve damage, inflammation), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Medwatch mw5186802.

Event description:
It was reported a patient death occurred. On (B)(6) 2025, the patient underwent a combined cardiac ablation procedure that included left atrial appendage closure (laac). A watchman flx pro left atrial appendage closure device was successfully implanted. The patient was discharged the same day on dual antiplatelet therapy consisting of aspirin (asa) and plavix. Three days later, the patient presented to the emergency department of another hospital with acute acalculous cholecystitis. The consulting general surgeon was reluctant to proceed with cholecystectomy due to the recently implanted watchman device and the patients ongoing plavix therapy. Although intravenous platelet transfusion was considered to reverse the antiplatelet effects, there was significant concern for thrombosis of the newly implanted watchman device. An open cholecystectomy was planned with involvement from interventional radiology; however, the patient experienced cardiac arrest on the way. The patient subsequently died in 2026 from sepsis. In this situation the pulmonary vein isolation (pvi) ablation was suspected to have vagal nerve damage leading to atonic gallbladder and subsequent acute acalculous cholecystitis. Because the watchman device had been implanted only three days earlier and the patient was on plavix, the surgeon was hesitant to operate. There was concern that reversing antiplatelet therapy to allow surgery could precipitate thrombus formation on the newly implanted watchman device.